Event description:
It was reported that there were many scratches on the display screen. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.